Event description:
It was reported to boston scientific corporation that a wallflex biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure in the common bile duct performed on (B)(6) 2013. According to the complainant, the stent was being placed to treat a malignant stricture within the distal common bile duct. Reportedly, the patient¿s anatomy was not tortuous and had not been dilated prior to the procedure. During the procedure, when the physician attempted to deploy the stent, the stent was not able to be deployed at all inside the patient. The stent was removed from the patient fully constrained within the catheter. The procedure was completed with another wallflex biliary stent. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. This event has been deemed an MDR-reportable event based on investigation results which revealed that the outer sheath was detached from the guidewire access sleeve.

Manufacturer narrative:
Reported event of outer sheath detached. A visual examination of the returned device found that the stent was fully mounted onto the device. It was noted that the proximal end of the guidewire access sleeve had detached from the outer sheath. A kink was noted at the distal end of the blue section of outer sheath. The inner lumen was kinked where it was exposed between the outer sheath break. The distal end of the outer sheath was retracted by hand and the stent was deployed. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. Therefore, the most probable root cause classification for the reported failure is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.